Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user attempting to change the cartridge and contact detach tubing received an ¿unable to proceed, please clear alerts¿ message, experienced a shutdown, and then an inability to power on until repositioning the charging pad, after which repeated attempts to fill tubing triggered the same alert near 10 units; a dry run completed successfully, and the only noted notification was an ¿insulin set expired¿ alert. Symptoms included no reported adverse clinical effects, with a reported blood glucose of 178 mg/dl. Outcomes included no medical intervention and no hospitalization. Investigation included customer care troubleshooting, review of device notifications and alarm history, attempt of supply change with new materials, and a dry-run test. Investigation of this case revealed a device performance issue consistent with an alarm/malfunction during the fill process, without reproducible failure during dry run, leading to a decision to replace the pump. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.